Event description:
It was reported that the pt has had a return of symptoms since a fall in a casino. She also experienced stimulation her rectum. A company representative reprogrammed her device yesterday. Further info is being requested from the hcp.